Manufacturer narrative:
One device was returned for repair with complaint that the device has a damaged downstream occlusion (dso) seal, and the latch is bent. Review of event history found no complaint related alarms. Visual and functional testing was performed. Found the latch is bent and the downstream occlusion (dso) seal is ripped and lifting. Upon further investigation, found upstream occlusion (uso) seal is buckling. Replaced latch, dso seal and uso seal.

Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal, and the latch is bent. Scratches on lens. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.